Manufacturer narrative:
The investigation was just started. The result will be forwarded once the investigation is closed.

Event description:
It was reported that the ventilator failed during anaesthesia, manual ventilation was possible. No injury was reported.

Manufacturer narrative:
The affected device was inspected by dräger service after the incident. The device was tested and no failure was found. However, a significant amount of water was found in the patient hoses and in the breathing system, as well as in the piston diaphragm. The electronic logbook was saved and made available for further analysis. The issue could be reconstructed by means of the information recorded in the log. Error 606.15800 "the delay between the expiratory pressure and flow is too long" was recorded several times during the affected procedure. Based on the observations of the service technician, it can be concluded that the water found has led to a temporary impairment of the pressure sensors which finally resulted in the deviation between pressure and flow readings. The device detected this deviation and reacted as specified for this case by stopping mechanical ventilation and generating a corresponding visual and acoustic alarm. The accumulation of water is an expected effect, especially during longer procedures with minimal-flow settings. The atlan a300 instructions for use provide a corresponding warning with appropriate instructions: "risk of patient injury. The use of minimal-flow settings or low-flow settings can lead to the following: condensed water in hoses, condensed water in the piston diaphragm. Check the hoses for condensation at regular intervals. Remove the condensed water if required. When repositioning the patient or changing the hose arrangement, check the hoses for condensation. Remove the condensed water if required. Before a change of patient, always perform the following measures: remove the condensed water. Use water traps in the breathing hoses. Position the water traps at the lowest point of the breathing hoses". The investigation has not revealed any technical failure. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator failed during anaesthesia, manual ventilation was possible. No injury was reported.